Event description:
Report received regarding a filter leak. The report states the incident occurred in the outpatient radiation oncology unit. The pump set was being used to infuse sodium chloride and 5 fluorouracil. The set up for infusion also involved the interlink injection set and a threaded lock cannula. The set was in use for approximately 24 hours before the incident occurred. The patient was being treated for stomach cancer. They were receiving their infusion when the filter leaked. It was not described where on the filter the leak occurred. The infusion was going at a rate of 5ml per hour. The patient had an irritation in their chest where the filter sat. A new bag of chemo was mixed. Area on their chest was followed.